Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an alert due to shock impedance measurements of 125 ohms. The lead was checked in clinic and threshold measurements were normal and there was no noise. The shock impedance alert was reprogrammed, and the patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that this lead was later surgically abandoned due to this issue. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an alert due to shock impedance measurements of 125 ohms. The lead was checked in clinic and threshold measurements were normal and there was no noise. The shock impedance alert was reprogrammed, and the patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.